Manufacturer narrative:
Product analysis:analysis confirmed the customer comment that the output connector assembly was broken. Could not confirm the customer comment of a sensing issue. The keypad was scratched, the lower case was broken, the main world label was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular ports were broken/cracked. It was noted that the epg required repair of the cracked ports and the atrial/ventricular sense. The epg was returned for service. No patient complications have been reported as a result of this event.